Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device testing in-clinic, t-wave oversensing and loss of capture was observed. There were no adverse consequences to the patient. Patient¿s condition was stable. Patient was placed on home monitoring and will be followed-up in clinic.